Manufacturer narrative:
Date of event: approximated to (B)(6) 2020 based on the reported event date of (B)(6) 2020.

Event description:
It was reported via voluntary medwatch #(B)(4) that the burr was difficult to remove and broke inside the patient. A 1.25mm rotapro and rotawire were used in a coronary atherectomy procedure. Ablation was performed in the calcified blockage. When the device was pulled back to the give the heart a rest, the device did not pull back. The burr and wire broke off inside the patient body and could not be retrieved. An intra-aortic balloon pump (iabp) was placed and an emergency transfer for a coronary artery bypass graft (CABG) was required. No additional patient complications have been reported.